Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with mirs locking cap, screw and rod on an unknown date. It was reported the locking cap migrated post-operatively from the 3d head. This is 3 of 3 reports for the same event.

Manufacturer narrative:
(B)(4): the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. (B)(4): placeholder.